Manufacturer narrative:
The ge representative conducted an onsite investigation. The handle was replaced, the general purpose operating system pcb and all related connectors were reseated. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed an error message and the turn over lock was broken. No patient injury was reported.